Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 189 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A motor position encoder error was found in the alarm history. The device was rewound but rewind complete did not appear on the display until the customer hit the act button. The customer stated that the rewind was hollow. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind and e70 error alarm confirmed in the alarm history due to corroded motor home switch. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or verify lost sensor alarm or check status alarm due to motor error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.